Manufacturer narrative:
(B)(4).

Event description:
During implant the lead impedance was high. There were no consequences for the patient.

Manufacturer narrative:
Evaluation summary: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.